Event description:
It was reported that during testing, the ventilator turbine was not spinning and alarmed for disc/sense. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. At service check-in, the service technician found the turbine stopped blowing air. During bench testing, when the ventilator was powered up, the unit produced a constant disc/sense alarm due to a no air flow condition. Internal inspection revealed the turbine upper bearing assembly has a damaged bearing housing. This caused the rolling elements to keep on one side of the bearing assembly. As a result of this malfunction, the turbine rotor had lost the centers maintain position and stopped rotating freely. The turbine was replaced to correct the reported problem.